Event description:
Supplemental report is being submitted to indicate the device has been returned and evaluated.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. This report being submitted is a follow up report following the device returning and a lab evaluation carried out on 28-aug-2020.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The reported device was supposed to be used for biliary stent placement via duodenal papilla. After the placement of a wire guide (visiglide 0.025/olympus) at the common bile duct, the physician attempted to make the reported device follow the wire guide. However, the pig-tail part of the stent got kinked, and the wire guide could not pass through the stent. Therefore, another zebd-7-7 was used instead.

Manufacturer narrative:
Annex g: g04122 - stent. Device evaluation: 1 x zebd-7-7 of lot # c1726701 was returned to cirl for evaluation open in its original packaging. This file is linked to (B)(4) (emdr 3001845648-2020-00941) to capture user error of the successfully placed device in the event. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th august 2020. Kinks were noted at the 2nd and 5th porthole on the tapered end on the pigtail. A 0.035" wire guide does not pass the kink. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1726701 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1726701. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a supplemental report as the investigation was completed on 23-mar-21. The results and conclusions are outlined in section h of this report.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information. Update on november 17th: after (B)(4), (this complaint), another (B)(4), was used instead with a 0.025inch wire guide (visiglide 0.025/olympus). This complaint is registered as (B)(4). Initial report details: the reported device was supposed to be used for biliary stent placement via duodenal papilla. After the placement of a wire guide (visiglide 0.025/olympus) at the common bile duct, the physician attempted to make the reported device follow the wire guide. However, the pig-tail part of the stent got kinked, and the wire guide could not pass through the stent. Therefore, another (B)(4), was used instead.